Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024, the patient experienced an issue with the alert and notification settings, which occurred 6 days after the sensor had been inserted in the arm. The patient experienced hypoglycemia with loss of consciousness. The continuous glucose monitor (cgm) reading was correct but the patient didn't received any alert or alarm on the pump. An ambulance was called and the paramedics performed cardiopulmonary resuscitation (CPR) at the patient's house. The patient regained consciousness and was taken to the hospital. There was no documentation about the treatment administered. The patient was discharged after 3 hours. At the time of the report the patient was ok. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.